Event description:
It was reported that the patient's device alarm was sounding and it took the patient over a week to determine where the sound was coming from. It was also reported that the patient was dissatisfied with customer service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.